Event description:
It was reported that after implant, the patient complained of pleuritic chest pain and was found to be hypotensive. Echo showed a small to moderate pericardial effusion. A pericardiocentesis was performed due to possible cardiac perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.